Event description:
A surgeon reported that an intraocular lens (iol) was explanted due to an unexpected outcome and the patient was unhappy with her vision. Additional information was received from the surgeon who stated that the patient also presented with constant glare and halos, loss of blue color, poor depth perception, and poor near vision. The event resolved with the treatment (iol exchange).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).